Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
There was no patient involvement during this event. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was discovered that the angle wires were cut and the wire ends were unraveled. Consequently, the angle wires became unable to move and the angulation of the device remained locked. Additionally, there was stress/exposure from ultraviolet rays deteriorating the coating, causing it to peel. A more in-depth product malfunction investigation will be performed, should additional information be provided prior to the investigation completion, a supplemental report will be submitted.

Event description:
According to the initial reporter, the insertion tube of the evis exera iii colonovideoscope had an angulation malfunction. There was no patient harmed during this event.